Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure for in-stent restenosis of the unspecified stent, a balloon rupture and detachment occurred. The 70% stenosed lesion was located in the non-calcified and non-tortuous left axillary artery. The sterling 7mm x 20mm x 80cm balloon was advanced, however, the balloon ruptured on the first inflation and a portion of the balloon detached. The number of atms the balloon reached is unknown. The detached portion of the balloon remained on the guide wire. The physician attempted to retrieve the detached portion of balloon with a snare device but was unsuccessful. The physician took the patient to surgery where all pieces of the device were successfully retrieved from the patient. The patient's status is reports as "fine/stable".

Manufacturer narrative:
The complainant indicated that the device had been disposed at the user facility, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.